Event description:
It was reported that the morning after the implant, the patient experienced pericardial effusion. The system was tested, and all parameters appeared to be within normal limits. However, a perforation was suspected, and as a result, the atrial and ventricular leads were both repositioned, in addition to the effusion being drained. The leads both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.